Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "revised because the stem was loose, like swimming in the canal and the head was completely off the trunnion. Stem appeared to have been extremely undersized and there was no fixation between the head and the trunnion of the stem."